Event description:
Report received of no flow. The tubing set was to be used to deliver an unspecified volume of blood via gravity only. The tubing set had been primed with saline without any reported issues. At an unspecified time, "during a code" after the blood container was attached to the tubing set, and the tubing set was connected to the pt, no flow was noted. At an unspecified time, the pt expired. It was reported that the no flow issue was not related to the pt's death, as the pt was "in terrible shape." Info was requested from the customer contact regarding the pt's diagnosis, past medical history, further event details, medical interventions provided, and autopsy results. No response has been received yet. Hospira is continuing to investigate.

Manufacturer narrative:
(B)(4). (B)(4). Empty / orange indicator overtraveled. The analysis results found that the el5ml device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the el5ml device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9g50f, expiration date: 01/2014, manufacturing date: 02/2009.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.